Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the right coronary artery. The 3.5 x 12 mm nc trek was prepared for use per instructions for use and no issues were noted. When loading the nc trek onto the guide wire, the shaft separated at a location between the markers on the shaft. The device was not used and a second same size device was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.